Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor breast prostheses. Deflation of an unspecified breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/4/2018, mentor became aware that this report is a duplicate of mwr-16022018-0000059290, however, both initial reports have been submitted to the FDA. Mentor will continue to submit supplemental reports for both reports. As a result of this finding, mentor became aware that the patient underwent primary breast augmentation with mentor smooth round moderate plus profile 250cc saline and mentor smooth round moderate plus profile 275cc saline breast prostheses. As a result of right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 275cc saline catalog #3502275 lot #6894141 sn #(B)(4) on (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 275cc saline catalog #3502275 lot #7487869 sn #(B)(4). Device investigation summary: the device contained no fluid, upon receipt by mentor. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, product evaluation was not able to determine when the rent was introduced into the valve of the device. Furthermore, at this point it is not possible to determine the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. According to the reported information, the patient experienced a deflation in the right breast implant. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. The complaint of deflation was confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Product evaluation was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).